Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch al2842, mfg date: 10/01/2008, exp date: 07/31/2013; batch al2842, mfg date: 11/01/2008, exp date: 07/31/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information: this event was originally reported under medwatch report # 2210968-2011-01176 which was voided upon receipt of corrected product information. All information regarding this event resides in this medwatch report 2210968-2011-01841.

Event description:
It was reported that a patient underwent a breast surgical procedure on (B)(6) 2009 and suture was used. A broken needle tip approximately 2mm long was found in the patient's breast under the skin during a routine annual mammography on (B)(6) 2011. The patient underwent computed tomography scan on (B)(6) 2011 and the foreign matter was observed in the fat under skin. On (B)(6) 2011, the patient underwent surgical removal of the needle piece.